Event description:
It was reported that during a pre-use check, the customer noticed the shape of the product was deformed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI is unknown. No product information has been provided to date. 510k is unknown. No information has been provided to date. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received in used conditions without its original packaging. The sample was visually inspected with a 12 inches distance under normal conditions of illumination. During the visual inspection, it was found that the tube is deformed. The most probable root cause was the production personnel did not detect the deformed tube, however a definitive root cause was unable to be determined. As a preventive action and alert was generated to ensure that operators can detect any deformed or damaged tube. Production personnel were trained on this alert.